Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive electrode wear with discoloration and scratch/scuff marks on spacer and return electrode. The screen is detached. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation, the wand was plugged into a known good generator. The wand was activated in saline solution at default and maximum settings and produces plasma on the remaining stubs of the electrodes. The suction tube was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. These devices are not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into distribution. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the metal plate at the tip of the wand detached so the wand no longer functioned. No patient injury was reported.